Event description:
Alleged the hi/low function of the bed drifted down and pulled the IV from the patient's arm. The patient was not injured.

Manufacturer narrative:
The technician inspected the bed and found the facility removed parts from the bed and the bed was not operational. He could not complete the investigation. The technician found that the IV was not pulled from the patient's arm, only a piece of tape.